Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. Customer's blood glucose level was 40 mg/dl. Cause of low bg was related to human factors. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.